Event description:
It was reported by the field service representative that during repair to the paper roller on the pump, he noticed flecks of blood in the tubing. After continuing to use the iab at reduced volume, it was decided to remove and not replace the iab since the patient was being weaned off of bypass. There were no further complications.